Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise shortly post implant. Boston scientific technical services (ts) reviewed the device data and noted that the noise is indicative of air entrapment in the header. Ts recommended reprogramming to the primary sensing vector. No adverse patient effects were reported. New information received indicates that the patient was seen again in for a routine follow up visit. Since the previous reprogramming, there were no more untreated episodes stored. There was one stored atrial fibrillation (af) episode which looked like sinus rhythm with ectopics and a change in qrs wave morphology. There was also some t-wave oversensing observed. Ts reviewed the device data and noted that the high ectopy beats are contributing to the smart pass (sp) feature being disabled. Ts recommended more frequent monitoring as sp off could increase the risk of inappropriate shock due to t-wave oversensing. Ts recommended keeping device programmed to primary with a 2x gain with further investigation at the next follow up appointment where further investigation can be performed to assess the impact of postural changes.